Event description:
The intrathecal drug delivery device was returned to the MFR with no info. The MFR's device tracking system indicated the pt had expired in 2006. Add'l info was requested. The hcp was unable to provide a cause of death or any further info. The pt was last seen in 2005.

Manufacturer narrative:
Results: used for catheter. Final device analysis results reveal - the pump and catheter had no anomaly found.